Event description:
It was first reported that the insulin pump alarmed compromised force sensor then the customer stated that that alarm did not occur that the alarm was a no delivery. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.